Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during third inflation at below rated burst pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good.